Manufacturer narrative:
It was previously reported: the manufacturer recieved information that a trilogy ev300 device failed an active exhalation verification pre-test. The device was not reported to be in clinical use. There is no harm or injury reported. The device was evaluated by the field service biomedical engineer. The complaint was confirmed. The faulty proportional valve and 3-way solenoid valve were replaced to address the issue. The device passed all testing and was returned to the customer. Risk assessment: the reported failure of a aecm test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 device failed an active exhalation verification pre-test. The device was not reported to be in clinical use. There is no harm or injury reported. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.